Event description:
It was reported that, during preventive maintenance by getinge field service engineer, error 139 appeared after changing the pneumatic module assy of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported error 139 appeared after changing the pneumatic module assy of the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. Repair have not been completed. If additional information becomes available a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: h6 (component codes) corrected fields: h6 (investigation findings & investigation conclusions) the getinge field service engineer (fse) that encountered the issue, following a leak problem, the cardiosave could not see the fse's cap. The fse had several parts that failed and caused the same leak problem. The fse changed the pim, the fill manifold and the cable connecting the pim to the fill manifold. The device was functional according to manufacturer standard.

Event description:
N/a.